Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00518. (B)(4). It was reported that vessel dissection occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 75% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The lesion was treated with direct stent placement of 3.0 mm x 16 mm promus element¿ plus stent, resulting in 0% residual stenosis. Post deployment of the study stent, plaque shift with jailing in second diagonal (d2) was noted and no intervention was performed. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient presented due to unstable angina and was referred for cardiac catheterization. Patient's coronary angiography revealed 80% proximal stenosis in d2 branch due to jailing with plaque shift caused by previously placed study stent. The lesion was treated with provisional balloon angioplasty using a 1.50mm x 15mm apex¿ push balloon catheter and a 2.0mmx15mm non-bsc balloon catheter. Subsequently post angioplasty, some focal dissection was noted which was treated with placement of a 2.25 mm x 16 mm promus premier drug eluting stent, resulting in 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the dissection was caused by the 2.0mmx15mm non-bsc balloon catheter and not by the 1.50mmx15mm apex push mr balloon catheter.